Manufacturer narrative:
(B)(4). The product was not returned for investigation. According to the event details, after catheter implantation, the user attempted to withdraw the catheter through the sheath. As a result, an in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The reported complaint for iab catheter damaged is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. A potential cause is customer handling/removal technique. The reported complaint will be monitored for any developing trends. Additionally, according to the event details, after the catheter implantation the user attempted to withdraw the catheter through the sheath. As a result, an in-service has been requested to review the instructions for use (IFU) with the customer.

Event description:
It was reported "inability to prep and place iab appropriately. With removal, sheath "twisted" and "curled" due to balloon being removed through sheath. Patient suffered femoral artery injury, per staff." To continue therapy the patient was switched to a pvad (percutaneous ventricular assist device). The patient's current condition is reported as "unknown."

Manufacturer narrative:
(B)(4).

Event description:
It was reported "inability to prep and place iab appropriately. With removal, sheath "twisted" and "curled" due to balloon being removed through sheath. Patient suffered femoral artery injury, per staff." To continue therapy the patient was switched to a pvad (percutaneous ventricular assist device). The patient's current condition is reported as "unknown".